Event description:
During a customer visit in (B)(6) 2019 the user reported the implant of a trifecta valve (unk size/sn) on an unknown day, which was explanted at an unknown point in time. Additional information has been requested.

Manufacturer narrative:
An event of pannus and a torn leaflet was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a customer visit in (B)(6) 2019 the user reported the implant of a trifecta valve (unk size/sn) on an unknown day, which was explanted at an unknown point in time. Upon explant, pannus and a torn leaflet were observed. Additional information has been requested, but was unavailable.